Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be confirmed. No case imagery was provided for review. In this case, the complaint was not able to be confirmed due to the unavailability of the device. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years and 8 months post deployment, the s3 valve was failing due to regurg/stenosis. Interaction with the anterior mitral leaflet might have been the cause'. In this case, the interaction with anterior mitral leaflet could result in leaflet inadequate coaptation or central regurgitation due to insufficiency of blood flow back pressure. Although a definitive root cause was not able to be determined, available information suggests that patient factors (interaction with anterior mitral leaflet) may have contributed to the complaint event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Device evaluated by manufacturer? Remains implanted.

Event description:
As reported, 3 years and 8 months post implant of a 26mm sapien 3 valve in a pre-existing surgical mitral valve, the patient presented with symptoms. Mitral valve stenosis and regurgitation (central) were observed. It was also speculated that interaction with the anterior mitral leaflet may have also contributed to the regurgitation. Following a successful lampoon procedure, a 23mm sapien 3 ultra valve was implanted in the sapien 3 valve during a valve in valve in valve procedure.